Event description:
No conjugate added to well h2 during pipetting hbsag system iii. Tip eject errors were observed on position 2 prior to incident. No death or serious injury was associated with this incident.